Manufacturer narrative:
Customer report was confirmed. The thermistor was found to have an intermittent open condition at the thermistor bead when flexing the tip of the catheter. There is no catheter body damage.

Event description:
C-cc-ac - accuracy; it was reported that blood temperature measurement value shown on polygraph made by fukuda was abnormally high (over 40 degree c). Another catheter was used, and problem was solved. There were no patient complications reported.